Manufacturer narrative:
Unit alarmed communication error followed by off no power after battery installation due to fractured solder joints on interface board. Unit stuck in communication error and off no power error loop. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and self-test due to communication error/off no power alarm. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump kept alarming communication error. In the alarm history four communication error, two no power, and two read back error alarms were found. Customer's blood glucose level was 371 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.